Event description:
It was reported that a balloon ruptured occurred. A flextome cb monorail 10/4.00 was selected for use to treat the 75% stenosed, severely calcified, and moderately tortuous lesion in the mid right coronary artery. When dilatation was performed at 12atm, the balloon ruptured. The balloon was removed completely from the patient. After that, the procedure was completed using "nse". There was no patient complication.

Event description:
It was reported that a balloon ruptured occurred. A flextome cb monorail 10/4.00 was selected for use to treat the 75% stenosed, severely calcified, and moderately tortuous lesion in the mid right coronary artery. When dilatation was performed at 12atm, the balloon ruptured. The balloon was removed completely from the patient. After that, the procedure was completed using "nse". There was no patient complication. Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified a kink on the shaft polymer extrusion located at the guidewire port of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted which may have potentially contributed to the complaint incident.